Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2022-45586. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the pacemaker and left ventricle lead exhibited a failure to capture. No intervention was performed. There were no patient consequences reported.